Event description:
Field safety correction action: during the course of continuous risk management, potential for confusion has been identified when using the femoral saw guides small and medium instrument for the endo-model rotational and hinge knee system. As the axis with the marking "small/medium" is used in femoral saw guides of both size "mittel/medium" and size "klein/small", there is a danger that users may accidentally select the wrong size of the femoral component, which leads to an incompatibility with the tibia component. (B)(4).

Manufacturer narrative:
There are no affected us consignees. However, because the instrument is also marketed in the u.s., link si submitting this MDR to ensure full compliance with 21 cfr part 806.10. Number of affected devices (B)(4).